Event description:
A patient undergoing surgery under cardiopulmonary bypass for coronary artery bypass grafting developed hypotension (bp: 100/66 to 50/30 mmhg). Three (3) minutes after initiation of transfusion with platelet concentrate (pc) employing the device (previous blood loss during surgery had been 4 liters and treated by 18 units of rbc). Treatment with pressor and steroids returned the bp to its initial level. The hypotension recurred upon transfusion of a different pc through the same device, and progressed to bp 54/30 mmhg despite additional pressor therapy, cardiac insufficiency developed and was treated by cardiac massage. Despite increase of bp to 90/60 mmhg, in response to bolus injection of pressor, cardiac arrest occurred. A ventricular assist device (vad) was initiated and following defibrillation, the vad was removed, and relatively stable hemodynamic patterns were obtained. The patient recovered, with the exception of consciousness disturbances, which gradually improved. The surgery, during which the event occurred, was performed due to previous malfunction of a mechanical heart valve, as well as aortic aneurysm and atrial fibrillation.